Event description:
Health professional reported a band leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 27-oct-09. Analysis of the device noted a thinner surface and a smooth opening with leakage consistent with wear and tear in the port tubing near the stainless steel connector. Analysis also noted pulled material from the damaged port septum likely to have been caused by a coring needle. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was separated with striations consistent with surgical damage, and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."